Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm. Approximately five (5) years post initial procedure, the patient presented emergently with abdominal pain and a type 3b endoleak. The physician elected to implanted a non- endologix (medtronic device) to resolve this event. The patient was reported as doing fine post intervention. As of the date of this report, there have been no additional patient sequelae reported.

Event description:
At the completion of the clinical assessment on (B)(6) 2018, clinical was able to find substantial evidence to support the following finding of a 3b endoleak of the cuff (suprarenal extension) and the main body (bifurcated stent graft). A separate report will be filed for the cuff (suprarenal extension). This report will be for the main body (bifurcated stent graft) only.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3b endoleak of the main body and cuff. These type 3b endoleak is mostly likely device related due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigations of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.